Event description:
A patient reported they were unable to receive an accurate reading on their meter due to their meter allegedly would only prompt the "error 1" message. The result on their meter was 350 mg/dl. Patient only knew this was the reading when comparing to the color chart on the side of the test strip vial. Treatment was medication for diabetes. No further information has been reported. No allegation of harm.